Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving gablofen 1000mcg/ml at 280mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The physician noted that for the last several refills there had been a 4-5 cc difference between actual vs expected volumes with more than expected aspirated from the pump. The physician wanted to check the pump/system to be sure there were no issues. Spasticity exam has not changed but patient is non verbal and somewhat contracted so the physician felt it best to verify that system was working well and that there were no issues. There were no environmental, external or patient factors that may have led or contributed to the issue. On (B)(6) 2016 the physician aspirated the sideport under fluro guidance without issue, no disconnects or issues seen along catheter pathway. A dye study performed with dye flowing into intrathecal space and no extravasation seen along the pathway or at any of the connections. The pump logs were also checked and no issues found. There were no interventions or actions taken. The physician checked the system and did not see any issues. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.